Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable/preventable by handling the device in accordance with the followingsections of the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the play of the upward/downward knob was out of the standard value due to wear of the angle wire. In addition to the foreign material found inside the jet tube, other evaluation findings are as follows: the grip was discolored; the switch box and the connecting tube were scratched; the air/water cylinder and suction cylinder had no color; and the plastic distal end cover and the adhesive on the bending section cover were cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had reduced angulation. There was no report of patient harm. The device was returned, evaluated, and foreign material was found inside the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.